Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition, but noted to have a scratched screen. The reported error code was noted in the event history log. Device underwent functional testing, and the reported customer complaint was verified; powered on and noted to alarm ec "1720" error code. The error was a result of a broken back up capacitor, determined to have an unknown problem source. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while testing,a smiths medical cadd legacy had lec 1720. No patient involvement.